Manufacturer narrative:
Continuation of d10: 310c27 tissue valve implanted: (B)(6) 2024. 310c33 tissue valve implanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the sinus tachycardia (st) feature of the cardiac resynchronization therapy defibrillator (crt-d) possibly delayed the delivery of anti-tachycardia pacing and a shock for an episode initially detected as supra ventricular tachycardia (svt) that was suspected to be ventricular fibrillation (vf). Additionally, the right atrial (ra) lead was noted to display undersensing that possibly resulted in the misclassification of events. A month later, the patient experienced shortness of breath. A remote monitoring transmission indicated that the left ventricular (lv) lead displayed a loss of capture and high thresholds. The device and leads remain in use. No further patient complications have been reported as a result of this event.